Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, leak in cylinder (possible). The device was removed/replaced. Available for return. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2017, and removed and replaced on (B)(6) 2020 due to a possible cylinder leak. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within confined abrasion in the cylinder 1 exhaust tubing at the tubing/strain relief junction, indicating that the tubing was kinked and abrading against itself over a period of time. Testing revealed this to be a site of leakage. Microscopic evaluation revealed partial separations within abrasion on the longer pump exhaust tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed a group of uniform striations on the reservoir strain relief, indicating contact with unshod instrumentation. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing and on the cylinder 2 exhaust tubing. No functional abnormalities were noted with the pump, cylinder 2 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the cylinder 1 exhaust tubing at the tubing/strain relief junction indicated that the tubing had kinked and abraded against itself over a period of time while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the cylinder 1 exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.